Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. The patient did not receive therapy during the over sensing. Some programming changes were made and further programming changes were recommended. Patient was stable. No further information available.